Event description:
It was reported that the patient's implanted device was "protruding." The patient experienced a "burning sensation at the internal neurostimulator (ins) site" and was not able to lie on her back. The patient stated that "her son thought that maybe her body was rejecting the ins." It was further noted that since (B)(6) 2012 the patient was "getting zaps" when the stimulator was on. The patient did not report any falls or trauma associated with the event. The patient outcome was not provided. Additional information was requested but not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3550-29, lot# n130238, implanted: (B)(6) 2008. Product type: accessory. (B)(4).